Event description:
The manufacturer received information alleging a ventilator does not display any values. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator does not display any values. There was no harm or injury reported. The device's detachable battery, muffler assembly and air inlet foam need to be replaced to address the issue.